Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during retrograde intrarenal surgery (rirs), the basket of an ngage nitinol stone extractor would not open. The issue with the device was discovered prior to making contact with the patient and it was not used. The procedure was completed with a different extractor. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned in an open package for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open positions. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The support sheath was bent at the mlla. The yellow support sheath was not secured to the basket sheath. There were no visible kinks observed in the basket sheath, however, some damage was noted on the basket sheath approximately 2 millimeters from the support sheath. A functional test determined the handle did not actuate basket formation. The handle was disassembled. The basket formation could not be manually actuated. The sheath could be manipulated through the flared support sheath, however, the basket itself did not move. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was open and could not be closed. The yellow support sheath and basket sheath were not secured together, preventing the motion of the handle from functioning the basket. All extractors are tested multiple times for proper functioning during manufacturing and subsequent quality control inspections. A cause for the issue could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Name and address: street address: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrograde intrarenal surgery (rirs), the basket of an ngage nitinol stone extractor would not open. The issue with the device was discovered prior to making contact with the patient and it was not used. The procedure was completed with a different extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.